Manufacturer narrative:
The cable was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. No failure was found with the cable while under analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735843, serial/lot #: (B)(4), UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that there was localizer not connected error and hardware failure. They replaced the camera cable. The system then passed the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the camera had recognition failure due to fracture of the cable. It was further indicated that they found the issue during inspection and the camera did not recognize due to disconnection. They replaced the parts. There was no patient present when this issue was identified.